Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Corrective action has been implemented and is currently being monitored for its effectiveness.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion with no tortuosity and no calcification in the iliac artery. An armada 35 percutaneous transluminal angioplasty (pta) catheter was prepped for use and air aspiration was performed outside of the patient anatomy; no issues were noted. The armada 35 pta was advanced to the lesion and an attempt was made to inflate the balloon. However, a leak was observed at the hub when inflation of the armada 35 pta was attempted. A new unspecified pta catheter was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.